Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. This report is for an unknown locking screw plusdrive 2.0. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported only as eighteen (18) months prior to explant. Concomitant device therapy date reported only as eighteen (18) months prior to explant. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. A manufacturing evaluation was completed: screw broke below the screw head, the thread shaft was not sent back for evaluation. Dimension: the relevant dimensions cannot be verified anymore as the fracture occurred at the cross over between the thread and the head. Without the missing shaft it is also impossible to define the part number, it seems to be either a self-tapping or self-drilling 2.0-mm lock screw. Material: the lot number was not provided, which makes a review of the material certificate impossible. The fracture face of the screw is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Conclusion: there is no allegation against this screw and no information about when or how the breakage occurred was provided. The visual inspection of the cruciform recess has shown that there are clearly visible deformations in counter-clockwise direction. This and the appearance of the fracture face indicates that the screw broke most likely during extraction by a mechanical overload, material fatigue may also have played a certain role after 18 months. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 2.0 unilock plate broke post-operatively and patient had to be revised. Plate fractured 18 months after initial surgery due to metal fatigue and failure of union of fibula graft. Plate removal and reconstruction with a titanium mesh tray and cancellous chips for a graft was performed on (B)(6) 2017. No information available about patient condition and outcome. When the device was received by the manufacturer, a broken locking screw plusdrive 2.0 was also received. It is unknown when the screw broke. Concomitant reported parts: screws (part/lot unknown, quantity 8). This is report 2 of 2 for (B)(4).